Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Reportedly, the customer stated did not have any more insulin to add into the cartridge. The customer's blood glucose level was 223 mg/dl. The customer indicated would remove insulin from cartridge to take an injection and would contact health care provider to address their blood glucose.